Event description:
A malfunction alarm was reported during the load process of the pump. There was no adverse impact to the customer's blood glucose level. Despite assistance to load a new cartridge using the proper technique, the alarm recurred, prompting technical support to arrange a pump replacement and guide the customer to use a backup therapy involving multiple daily injections. Instructions for returning the faulty pump were provided.